Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2017: during an evlt procedure, prior to insertion of the device into the patient, it was noted light was emitting from the shaft of the fiber. The treating physician fired the fiber outside of the patient, causing the fiber to fracture. As the fiber had not been placed inside of the patient, the patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured at the 16cm mark. The shaft material at the site of the fracture appears melted/burned. Dimensional testing was performed on the fiber. The laser fiber met all manufacturing specifications. Functional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of a fiber fracturing is confirmed. Although the complaint description is confirmed, a root cause for the event cannot be determined. A possible root cause for the event could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." Another possible factor could be that the fiber may have struck a hard surface while in the procedure room. If this did occur and go unnoticed, the fiber would have been used for treatment and could fracture during insertion. Although neither of these theories can be definitely determined, it does not appear to be design or manufacturing related. Adequate process controls are in place to address this failure. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).